Event description:
It was reported to conmed that, "dr (B)(6) was performing tbna (transbronchial needle aspiration) today with product #mw-319 and the silastic seal was expelled from the needle and into the patient. Seal was left in patient". There is no report of any patient injury to the patient.per the end-user facility, the transbronchial aspiration histology needle device reported in this incident was discarded by the end-user after the surgical procedure; therefore, the device is not available for evaluation by conmed corporation.

Manufacturer narrative:
The actual device involved in the reported incident has been discarded by the end-user facility and is not being returned to conmed corporation for evaluation. Photographs have not been sent of the device or of the reported expelled silastic seal. When the quality engineering investigation of this reported incident is completed a supplemental report will be filed. Device discarded by end-user.

Manufacturer narrative:
The suspect device in this reported incident is the wang histology needle, a 19 gauge transbronchial aspiration histology needle for use in the central bronchial region. This device is indicated for the puncture of the transbronchial wall and aspiration of tissue and/or cell specimens to stage bronchogenic carcinoma. A DHR/lhr, device history record/lot history record, review was not possible as the lot number for this product has not been made available. No laboratory examination was performed on the complaint product, as no device was made available for examination or confirmation of defect or confirmation of conmed product. A twenty-four (24) month review of complaint history shows this failure mode has an extremely low occurrence rate of 0.0128%. This complaint history review shows 3 previous complaints. (B)(4). The wang histology needle is designed with the white plastic ring ("silastic seal") within the sheath of the catheter and proximal to the distal metal hub at the tip of the device. If the outer and inner needles were improperly retracted into the sheath of the device (proximal to the distal metal hub) the white plastic ring could result as being positioned distal to the needles. If this positioning occurs, the white plastic ring could fall out of the device or be pushed out of the device by the needles. If the IFU, instructions for use, are followed this needle positioning will not occur and the needles will not become positioned proximal to the distal metal hub of the device. The possible cause of this failure mode could be due to the end-user operating the device outside of the IFU and resulting with the needles being retracted proximal to the metal hub of the device. No root causes can be confirmed without examination of the product. The complaint can be neither confirmed nor unconfirmed at this time. No conclusive manufacturing related causes were observed during the investigation; therefore, no corrective action is recommended at this time. Follow-up with the reporting physician confirms that the patient has not experienced any residual side effects resulting from the udf, unretrieved device fragment. Conmed is considering this complaint closed. Device never returned to conmed corp.